Event description:
The target lesion was in the atrioventricular (av) artery with mild tortuosity and mild calcification. After pre-dilatation was performed, and ivus confirmed the lesion, the penta stent was advanced, but would not cross. The stent was then found to be shifted proximal on the balloon around the distal rca to av. Although the sent was not dislodged from the balloon, being afraid that the stent might become dislodged during the removal of the stent delivery system, a snare device was used to retrieve the entire sds from the pt.